Event description:
Out of range high lv pacing impedance, new lv epicardial lead and generator change. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).